Event description:
Boston scientific received information that the right ventricular (rv) lead had increased threshold measurements. Ventricular tachycardia (vt) events indicated that there was possible loss of capture (loc). The lead had already been programmed to its maximum output and the lead was not capturing. It was observed that at least two seconds of pacing inhibition occured. The lead is scheduled for an extraction and replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that at a recent procedure, this right ventricular lead was surgically abandoned and replaced due to the ongoing high threshold and capture issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.